Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4). The dentist reported that after 3 months the dental implant was installed in intraoral region #3, its non-osseointegration was observed. Moreover, 45ncm of primary stability was achieved and the patient presented bone type I. In addition, the perforation of the sinus membrane has occurred during surgery and the dentist reported that trauma over the implant has happened.